Event description:
Info received indicates the siderail will not latch in the up position.

Manufacturer narrative:
The technician found the siderail mounting bracket assembly was bent. The technician replaced the bracket assembly to repair the bed.